Event description:
It was reported that this patient was admitted to the hospital for syncope. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was interrogated. There were no stored events that correlated with the syncope. A stored episode was found due to an inappropriate shock with oversensing of noise while programmed in the alternate vector. It was determined that this episode was most likely posture related. The patient's r-waves were found to be small in the other vectors. This patient has a left ventricular assist device (lvad) implanted. Reprogramming options were evaluated and the primary vector was determined to the best choice with noise still present. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.